Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at high output when patient was tested in clinic. This lead was surgically abandoned during scheduled generator change out procedure and replaced with a new rv lead. No additional adverse patient effects were reported.